Manufacturer narrative:
The remote service engineer (rse) assisted the customer to reboot the system which made the sound work again. The cause of the reported problem was software issue of the device. The reported problem was confirmed. The device is in use at the customer site.

Event description:
The customer reported the sound for the alarm at the control center failed. The visual alarm display on the control panel and the audible alarms on the monitors worked normally. With these alerts, the patients were monitored on (B)(6), 2023 from 23:00 until the next morning. According to the user, there was no fault found in the wiring of the speaker and the mirroring. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution state: (B)(6)